Event description:
(B)(6) valve study. It was reported that aortic gradient elevation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin at the time of the index procedure. The subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath(lis) was opened however not inserted as the catheter was kinked. A second lis was inserted and then the native aortic valve was treated with balloon aortic valvuloplasty(bav), according to the instructions for use(IFU). The aortic valve was treated with the deployment of a 21 mm lotus valve. Successful repositioning of the lotus valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into more accurate position within the aortic annulus was performed. Three days post index procedure, the subject was discharged on aspirin and clopidogrel. Post procedure event summary: in (B)(6) 2018, 768 days post index procedure, transthoracic echocardiogram(tte) assessment during the 24- month visit revealed aortic valve area of 0.59 cm^2, mean aortic pressure gradient 22 mmhg and left ventricular ejection fraction was 30%. Mild aortic regurgitation was noted. The subject was diagnosed with worsening atrioventricular(av) gradients. The subject was treated with warfarin which was later withheld due to a fall. No thrombosis was seen in the computed tomography angiography(cta). Per source received for another event, the subject had a history of thrombosis on the bioprosthetic valve which was treated with warfarin. In (B)(6) 2020, the subject died from acute respiratory failure that was not related to the lotus valve.